Event description:
A patient reported they were hospitalized because they were unable to obtain a blood glucose result. Their meter allegedly would only prompt clean test area message. The result from the hospital was unknown. Treatment was documented as "pills and insulin shot". Patient had been cleaning the meter with alcohol. Meter was replaced on 01/2002 with a one touch basic enhanced. No further information has been reported.